Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during insertion of the 14 fr esheath+ into the patient's vasculature, there was some difficulty in getting the esheath+ into the descending aorta due to the tortuosity, but the team was eventually able to advance (patient fully heparinized). During insertion of the 26 mm sapien 3 ultra valve, there was difficulty due to tortuosity in the retroflexed iliac artery, where the artery had a deep dive into the retroperitoneal space. Despite multiple manipulations and advancing, the valve would not cross the distal common iliac, and the decision was made either upsized to a 16 fr esheath+ or try the right subclavian approach. The patient was hemodynamically stable at this point of the procedure. The entire system was removed as a unit. Upon removal of the devices, the iliac artery was noted to be on esheath+. The patient became hypotensive, and massive transfusion protocol was started. The patient was started on pressors. However, the patient's pulse was lost. CPR was performed on and off for approximately 45 minutes, and multiple balloon covered stents were placed from the common iliac, down into the common femoral artery. A coda balloon was placed as well to try and stop flow down the aorta. The bleeding continued, and there was concern that the iliac artery stents were not opposed to any iliac wall. They decided to perform a cutdown to repair the iliac artery. However, the patient began to code again, and an area in the distal aorta was noted to have a perforation. The patient had no pulse, and the decision was made to stop the procedure. The patient expired. Per report, a cardiac catheterization was done 1 week prior through the groin to straighten out the iliac arteries. There was some straightening, however, there was still significant tortuosity. Per images received, the liner was torn and a liner puncture was observed.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Post procedural device imagery was provided, and the following was observed: segments of patient's artery were on the sheath, curvature was noted on middle and distal sections of the sheath shaft, and the associated valve was protruding through the liner puncture. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through esheath, and liner punctured were confirmed based on the provided imagery received from the facility. As reported, 'during insertion of the 14 fr esheath+ into the patient's vasculature, there was some difficulty in getting the esheath+ into the descending aorta, due to the tortuosity, but the team was eventually able to advance (patient fully heparinized).' Per imagery review, curvature was noted on the sheath shaft, which could be indicative of tortuous vessels. Per the training manual, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.' Tortuosity can create sub optimal angles for sheath insertion, which may cause resistance. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As reported, the patient's access vessel had 'signification tortuosity', and per imagery review, curvature was noted on the sheath shaft, which could be indicative of tortuous vessels. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath material, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity) and or procedural factors (valve caught on liner, excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.